Manufacturer narrative:
Returned sample evaluation: there are no photographs associated with this case and no unused returned sample was received. Conclusion summary of the related event: based on the analysis performed, even though there was an increasing tendency of complaints related to ¿off center starter hole¿ during 2018 and beginning of 2019, the updated data shows a positive tendency after the corrections executed to the ats#1 and ats#2 machines. Current quality and manufacturing controls have demonstrated to be adequate and effective since no non-conformances have been generated during the production process associated to the same failure from january 2018 to september 30, 2020. Also, this failure mode will continue to be monitored by the leadership during the corrective and preventive actions (CAPA) review board (monthly) and management review (biannual) for track and trending. No additional action is considered necessary for this record. The investigation associated with related event has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 1049092, manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the starter hole was off center in five wafers. No harm reported and no photo provided.